Manufacturer narrative:
Based on the results of the DHR (device history record) review, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire was returned with an introducer. During analysis, the ptfe peelings were noted in the distal end of the introducer and in multiple areas to 121.5cm from the proximal end. The subject guidewire was noted to be kinked/bent at 200.5cm from the proximal end. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. An attempt had been made to shape the guidewire tip. Functional inspection was not performed as the reported event was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event reported that as the physician was introducing the wire in the metal introducer sheath from the proximal part, she noted green particles coming off from the proximal part of the wire. Additional information was not received to help with this investigation. If information is received at a later date that alters the investigation; the complaint and investigation will be re-opened to reflect this. Analysis of the returned subject guidewire device found an attempt had been made to shape the guidewire tip. Scraping and peeling of the ptfe was evident in multiple areas of the guidewire. The peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported and as analyzed ¿guidewire ptfe coating peeling¿ and the as analyzed defect ¿guidewire kinked/bent¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that the subject guidewire was used for the acom aneurysm treatment. The subject guidewire was flushed per the device instruction for use (IFU). When the subject guidewire was introducing in the metal introducer sheath from the proximal part, the green particles was noted to be coming off from the proximal part of the subject guidewire. However, the procedure was continued and completed with the subject guidewire. The patient was reported to be stable following the procedure. No other information was provided.

Event description:
It was reported that the subject guidewire was used for the acom aneurysm treatment. The subject guidewire was flushed per the device instruction for use (IFU). When the subject guidewire was introducing in the metal introducer sheath from the proximal part, the green particles was noted to be coming off from the proximal part of the subject guidewire. However, the procedure was continued and completed with the subject guidewire. The patient was reported to be stable following the procedure. No other information was provided.

Manufacturer narrative:
The subject device is unavailable to manufacturer.